Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with meronem (1g initially followed by 250mg in each exchange; route, frequency and duration not reported) for the peritonitis. On an unknown date, the patient¿s pd catheter was removed and pd therapy was discontinued (current mode of dialysis not reported). The patient was reported to be recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that, on an unreported date, the patient experienced sepsis. It was not reported if the patient was hospitalized for the event. The treatment for the event was not reported. It was unknown if the patient had recovered from peritonitis prior to death. The patient had remained on back up hemodialysis and was not receiving peritoneal dialysis at the time of death. The cause of death was sepsis and other unrelated medical conditions. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.